Event description:
Additional reported information indicated that a catheter dislodgement/migration and an occlusion occurred. The location of the catheter issue was the distal (spinal) catheter. A revision was done. Hospitalization was required. The patient was without injury at the time of the report.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that there was an inability to aspirate through the catheter access port (cap). It was stated that the patient had withdrawal symptoms, but no specific symptoms were noted. There was patient injury involved in this event and a catheter revision had been planned. The drug used in this system was baclofen. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. There was a catheter issue in (B)(6) 2013 that was fixed by putting in a new catheter. The patient's baclofen was up to 600, but when they fixed the catheter the patient was brought down to 100 or something like that because it was working.